Event description:
Report received on an over-delivery. The pump was programmed to deliver 39mls of an unknown concentration at a rate of 39 ml/hr on the secondary line. The infusion was completed in 15 mins as opposed to the expected 1 hour. The pump settings and the medication being infused on the primary effect and no medical intervention were required. The pump was removed from clinical service and the therapy was continued on a replacement pump. Though requested, no further info was available.